Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently administered manual injections in addition to having insulin on board resulting in low blood glucose (bg) levels. The customer's lowest bg level was 30 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.